Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot information was provided.

Event description:
It was reported that during the use of the product, the pilot balloon was found detached from the inflation line. There was no patient injury reported.